Event description:
It was reported that the patient experienced ineffective therapy with their scs system. X-rays indicated that both of the octrode leads had migrated. As a result, surgical intervention took place on (B)(6) 2025 wherein both the migrated leads were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.